Manufacturer narrative:
G4: 04sep2020. B4: 08sep2020. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The touchscreen was replaced. The device passed performance assurance testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09aug2020.

Event description:
It was reported to philips by the customer (biomed) that during set up of the device, the touchscreen was not working. The device was not being used on a patient at the time of the event and there was no delay in therapy or patient care. The customer requested that a philips field service engineer (fse) be dispatched to the customer site.